Manufacturer narrative:
Concomitant product(s): a 419688 lead and dtbb1d4 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.